Event description:
The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock that after reviewing the products on hand it was discovered that there was a contamination having some spots and condensation in the drip chamber. There were no patient involvement and harm.

Manufacturer narrative:
The device is received for evaluation; however, has not been evaluated. A supplemental MDR will be submitted if any updates become available.